Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000522, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing found that the mobile viewing station (mvs) in line power fuse were dead. The 15 amp in line power fuses were replaced and the system passed system checkout, functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) fuses were blown. There was no patient involvement.